Event description:
Medtronic received information regarding a guidance system. It was reported that there was an unknown dissatisfaction. Additional in formation was not provided. Additional information was received. It was reported that the incident occurred with a patient present in the operating room, but before the system was used on or with the patient. It was reported that the system was not accurate after the first snapshot and the 3define camera was not working properly. Additional information was received. It was reported that there was no deviation of trajectories as the robot was 100% accurate and on target. Only the ¿view¿ was off after the first snapshot in the beginning. A second snapshot fixed the problem. Doing snapshots to realign the view is an option that is always existent and is a feature of the system. Therefore, the system was used well in its designed capacities. Its was unusual, however, for the first snapshot to be off by a few millimeters (less than 3.5). The incident happened before a minimal invasive thoracolumbar fusion and the delay was less then a minute and well within the normal preparation time and there was no patient impact in any way. Troubleshooting was using a built-in feature of the system, doing a snapshot and that resolved the issue. Additional information was received. It was reported that the camera cover replacement was not related to the inaccuracy. The cover was loose.

Manufacturer narrative:
H3, h6: the system was serviced in the field. In summary, the 3define camera cover was loose and it was replaced. It was noted; however, this was unrelated to the inaccuracy. Codes b01, c19, and d14 are applicable. A1-a4: patient information was requested but declined from the facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.